Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reported low blood glucose symptoms with result of 63 mg/dl obtained on the aviva system. Customer self treated with a candy bar and tested 55 mg/dl; she self treated with 14 oz of orange juice. Low blood glucose symptoms did not improve; paramedics were called and treated customer with an IV containing glucose. Customer tested 98 mg/dl within 10 minutes of results of 63 mg/dl and 55 mg/dl obtained on the aviva system. Customer tested 159 mg/dl on professional device 20 minutes after the reported values obtained on the aviva system. She was taken to the hospital, and given peanut butter and (B) (6). Customer was released from the hospital the following day after testing 140 mg/dl on professional device. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.